Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The following were noted during a physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, stained select button keypad overlay, missing display window cover, faded and stained serial number label, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unable to lock a p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. No damage on the belt clip rails noted during the physical inspection. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Damaged belt clip rails is not confirmed. Damage on the reservoir and battery tube areas are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on pump. The customer reported no adverse event. The event involved product mmt-1715kl. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1715kl was requested and customer responded that the device was returned for analysis.